Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, non-dependent patient presented in-clinic for a routine device check. The right ventricular lead exhibited an increase in capture thresholds. It was noted that the impedance had more than doubled over the past six months. The lead was explanted and replaced on (B)(6) 2018. The patient¿s condition post procedure was stable.